Manufacturer narrative:
Correction: report reference number 3004464228-2025-12443-00; (B)(4) is a duplicate file of report reference number 3004464228-2025-22603-00; (B)(4). Please refer to report reference number 3004464228-2025-22603-00; (B)(4). D4: primary UDI updated to (B)(4), and catalog number updated to m009-s-ap.

Event description:
It was reported by an insulet patient that they are unable to enter a decimal point in the omnipod 5 app when programming a bolus. Patient reported they are only able to deliver a bolus in whole numbers. No other information is available. Complaint was reported via an affiliate form, therefore follow up for additional information is not possible, as the patient is unable to be identified.

Manufacturer narrative:
A software defect was identified in version 1.2.2 of the omnipod 5 app. This defect introduced an error in the bolus calculator where the entry of a decimal separator (period/comma) is not recognized by the device in a defined sequence of events. This may lead to an over-delivery of insulin to the user if the user does not recognize the error on the bolus calculator screen or the confirmation screen prior to starting the bolus. This device will not be returned, we are unable to determine relationship to CAPA-000082 due to no patient identifier or software version provided.

Manufacturer narrative:
D4 product model# changed to pt-000664 h11 changed to according to the complainant the device will not be returned for investigation. We are unable to confirm the reported bolus calculator issue. No lot release records were reviewed, as the product lot number was not provided. It was reported the patient was using an ios smartphone, the software defect mentioned previously was associated with version 1.2.2 and specific to android devices only.